Event description:
It was reported by service report that the footboard control modules had brittle edges, and was coming apart with possible fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged footboard control modules.